Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric, de novo, 90% stenosis in the mid left anterior descending artery. Reportedly, the 2.5 x 12mm rx trek balloon catheter was advanced pre-dilatation; however, it ruptured during first inflation at 10 atmospheres. A second 2.5 x 12mm rx trek was used for further pre-dilatation and the procedure was completed after implanting the stent. There was no resistance during advancement of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.